Manufacturer narrative:
Coding updated due to new known event guidance medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in a very bad auto accident in april and their pelvis was broken with a lot of trauma to the area where their ins is and they had a lot of surgery, trauma and were in hospitals and rehab for 3 months. Patient said they had tried to synch to their ins but cannot "activate" synch to the ins. They had gone to the doctor several times and the doctor could not find their stimulator with their equipment and they were not feeling anything. Patient (pt) said the doctor told them to call and get a representative (rep) involved. Pt said they will be getting an x-ray scheduled for next week they think. Patient services (ps) offered and sent email to the reps in the area. Th erep said they spoke with the doctor and they will be present at the new appointment on june 22nd. They also left a voicemail for the patient for follow up.